Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not going through the test, not powering on. There was no reported patient involvement. The brt evaluated the device and found that the device was restarting. This was determined to be a malfunction of the processor pca (printed circuit assembly), which was replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The processor pca was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not going through the test, not powering on. There was no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not going through the test. The brt evaluated the device. It was determined that this was a malfunction of the processor pca (printed circuit assembly), which was replaced. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The processor pca was replaced to resolve the issue and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.